Event description:
It was reported via repair work order that the footend had intermittent power due to power coil malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.